Manufacturer narrative:
(B)(4).

Event description:
Follow up information obtained from the physician reported that the patient was seen on (B)(6) 2011 secondary to an increase in their pain, bilaterally, in the upper and lower extremities, head, and neck areas. Patient symptoms of stimulation therapy was not effective in those areas were noted. It was confirmed that the implantable neurostimulator (ins) system was explanted on (B)(6) 2011. It was also reported that the patient had a follow up MRI on (B)(6) 2012 after the removal of the ins system (results not reported). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3998cws, lot# n27159, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).

Event description:
It was reported that the patient had a spinal cord stimulator that "did not work" for the patient and was reportedly removed on (B)(6) 2011. It was noted that the patient knew the device was not working because the patient had "really severe spinal issues." It was further noted that the patient had "other health issues" and needed an MRI. It was stated that "seeing that it wasn't working, we decided to take it out." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3998cws, lot# n27159, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).